Event description:
Complainant alleged the physician was attempting to pace a male pt (age unk), but the device did not capture the pt's heart rate. The physician was able to obtain another device to capture the pt's heart rate. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.